Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 626870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric condition: anxiety") and depression ("psychological or psychiatric problems: depression"). In 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a laparoscopy and a total hysterectomy (B)(6) 2010). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had not resolved and the menometrorrhagia, dyspareunia, fatigue, migraine, headache, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. And laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed, fallopian tubes still in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: essure device was successfully occluded. (B)(6) 2010: pathology: diagnosis: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Events added: vaginal bleeding, menorrhagia. Onset date of some events and outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 26-year-old female patient who had essure (batch no. 626870- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 10 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric condition: anxiety") and depression ("psychological or psychiatric problems: depression"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a laparoscopy and a total hysterectomy on (B)(6) 2010). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had not resolved and the menometrorrhagia, dyspareunia, fatigue, migraine, headache, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. And laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed, fallopian tubes still in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (B)(6) 2010: pathology: diagnosis: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 26-year-old female patient who had essure (batch no. 626870- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst (left), adenomyosis and bladder spasm. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches") and migraine ("migraines"), 10 days after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), metrorrhagia ("metrorrhagia"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with clonazepam (klonopin), paracetamol (acetaminophen) and surgery (laparoscopy and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, metrorrhagia and back pain had resolved, the menometrorrhagia, headache, migraine, fatigue, anxiety, depression and post procedural complication outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed, fallopian tubes still in place. She was treated for pain, bleeding. Discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on an unknown date: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Lot#626870 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 26-year-old female patient who had essure (batch no. 626870- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst (left), adenomyosis and bladder spasm. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches") and migraine ("migraines"), 10 days after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), metrorrhagia ("metrorrhagia"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with clonazepam (klonopin), paracetamol (acetaminophen) and surgery (laparoscopy and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, metrorrhagia and back pain had resolved, the menometrorrhagia, headache, migraine, fatigue, anxiety, depression and post procedural complication outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed, fallopian tubes still in place. She was treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on an unknown date: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events "back pain, metrorrhagia, post procedural complication" were added, outcome of event pelvic pain, dyspareunia, dysmenorrhea and menorrhagia was changed to recovered/resolved. Event chronic pain was added and merge with pelvic pain, reference and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain'). In a 26-year-old female patient who had essure (batch no. 626870- invalid,626970), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Concurrent conditions included: genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst (left), adenomyosis and bladder spasm. Concomitant products included: bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches") and migraine ("migraines"), (B)(6) days after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), metrorrhagia ("metrorrhagia"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with clonazepam (klonopin), paracetamol (acetaminophen) and surgery (laparoscopy and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, metrorrhagia and back pain had resolved. The menometrorrhagia, headache, migraine, fatigue, anxiety, depression and post procedural complication outcome was unknown. And the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: approximately 8 springs were seen on patient¿s right. And 2 springs were seen on patient¿s left. Discrepancy noted: essure removal date as per mr is (B)(6) 2010. Laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed. Fallopian tubes still in place. She was treated for pain, bleeding. Discrepancy noted, in date of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion. Pathology test: on an unknown date, cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis; gross: ovaries and fallopian tubes are not present. Lot#: 626870 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter, lot number , medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 26-year-old female patient who had essure (batch no. (626870,626970)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst (left), adenomyosis and bladder spasm. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches") and migraine ("migraines"), 10 days after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), metrorrhagia ("metrorrhagia"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with clonazepam (klonopin), paracetamol (acetaminophen) and surgery (laparoscopy and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, metrorrhagia and back pain had resolved, the menometrorrhagia, headache, migraine, fatigue, anxiety, depression and post procedural complication outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008 discrepancy noted: essure removal date as per mr is (B)(6) 2010 laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Only cervix and uterus removed, fallopian tubes still in place. She was treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2008: approximately 8 springs were seen on patient¿s right and 2 springs were seen on patient¿s left after insertion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on an unknown date: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Lot#626870 is not valid lot number reported 626970 is not valid. Most recent follow-up information incorporated above includes: on 26-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no: 626870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, bacterial vaginosis, cervicitis, menometrorrhagia, ovarian cyst and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2015, the patient experienced anxiety ("psychological or psychiatric condition: anxiety") and depression ("psychological or psychiatric problems: depression"). In 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a laparoscopy and a total hysterectomy). At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, dyspareunia, fatigue, migraine, headache, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. And laparoscopy, robotic with total hysterectomy was performed on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded on (B)(6) 2010: pathology: diagnosis: cervix and uterus excision. Cervical tissue parakeratosis, chronic cervicitis, squamous metaplasia and focal microglandular endocervical hyperplasia. Proliferative endometrium with foci of mild chronic endometritis. Myometrial tissues foci of superficial adenomyosis. Gross: ovaries and fallopian tubes are not present. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Events dyspareunia, anxiety and depression, migraines/headaches are added./ lab data updated. Lot number added. Concomitnat & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a laparoscopy and a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.